Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for an 88-year-old male patient. The following data was provided (customer¿s reference range is <35 ng/l): sample ID (B)(6) initial result, on (B)(6) 2026, was 61, repeat result was 6.6 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.